Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, fluid loss, minimal leakage at 2 point on the cylinder.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and updated codes. A titan touch, two cylinders and detached connector/tubing were received for evaluation. Examination and testing of the returned components revealed a separation in both cylinder bladders. Testing revealed both to be sites of leakage. The area adjacent to the separations appears to have been folded or kinked. Partial separations within abrasion were noted on the exhaust tube of cylinder 1. Testing revealed this to not be a site of leakage. Abrasion was also noted on all pump tubing and cylinder 2 exhaust tubing. No functional abnormalities were noted with the pump. Based on examination of the returned product, it was concluded that while in-vivo the tubing had overlapped and abraded against one another. Examination and testing of the device revealed a separation in both cylinder bladders; similar location on the bladder for each. Microscopic examination of the separations and adjacent material revealed indications of creasing and fatigue, indicating the device was in a position to allow this over an extended period of time. It was concluded that this creasing fatigued the material and resulted in the eventual separation. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.